Event description:
It was reported that the patient¿s device was interrogated with an ¿aap¿ card and without being given a ¿warning message¿, the patient¿s programming was cleared. No further information was reported.

Manufacturer narrative:
Concomitant products: product ID 8840, serial# unknown, product type programmer, physician; product ID neu _unknown_lead,serial# unknown, product type lead; product ID neu_ptm_prog, serial# unknown, product type programmer, patient. (B)(4).